Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of stored electrograms (egm) revealed non-sustained right ventricular oversensing due to post paced t-wave oversensing on the implantable cardioverter defibrillator. The patient did not receive therapy during the oversensing. Programming changes were performed to resolve the issue. There were no patient consequences.